Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported upon attempting to advance from the puncture site, the guide wire would not advance. It was noted upon removal from the patient¿s body, the device was kinked/frayed. Another device was used to complete the procedure. No adverse effect to the patient was reported.